Manufacturer narrative:
H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.

Event description:
It was reported that the patient had arrived for a disconnect appointment, with the pump showing 6 hours and 20 minutes remaining. According to the treatment log, the pump had stopped at 7:12 am on (B)(6) 2025 and powered down at 8:50 am and powered back up and restarted at 1:40 pm. A decision had been made to forgo the remainder of the infusion. The starting volume had been 138 ml, with a continuous infusion rate of 3 ml/hr. The reservoir volume had displayed 18.6 ml, and 119.4 ml had been administered. The amount of medication remaining in the cassette had matched the reservoir volume displayed on the pump. The air detector had been off, while the upstream sensor had been on. The intended infusion length had been 46 hours, but the actual infusion length had been 40 hours. The pump had not been used to prime the extension tubing; instead, a syringe had been utilized for priming. There was patient involvement, and the patient had not been medically affected.